Manufacturer narrative:
(B)(4). Batch # n57c7k. Additional information requested and received: which portion of the packaging had a tear (tyvek, white outer box, etc.); if the tyvek had a tear, was it torn during device opening; was sterility compromised as a result of the tear: the tyvek cover that peels back was torn. According to them it was already torn when they opened the box. Sterility of the device was compromised, obviously, but not the sterile field. The analysis results found that plee60a device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All product are 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure, the packaging had a tear in it. The case was completed using another device of the same product code. There were no patient consequences reported.